Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient obtained a low blood glucose reading of 44 mg/dl and she experienced the symptoms of ¿running around screaming¿. The patient¿s mother treated her with orange juice and peanut butter crackers, and contacted emergency services. When paramedics arrived, they tested the patient¿s blood glucose level to be 188 mg/dl, and did not provide any further treatment. The patient was not transported to the hospital. The patient reported that she had elevated blood glucose levels on the day prior, but was unable to provide her specific readings. Troubleshooting revealed all pump settings and programming were correct, all total basal/bolus doses correctly matched those programmed, and there was no issue with the infusion site. It was also determined the patient¿s technique was incorrect by not filling the cannula when the cartridge and infusion set were changed, which can contribute to inadequate insulin infusion. The patient also reported that on an unspecified date, she was hospitalized for low blood glucose levels and seizures. The patient was unable to provide any specific details of this event. The patient¿s technique was incorrect by not filling the cannula. There is no evidence the pump was not correctly and accurately delivering insulin as programmed. However, as the patient allegedly suffered symptoms of severe hypoglycemia on two occasions and received emergency medical attention and treatment while using the pump, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unable to duplicate the complaint during the investigation. There was no defect found.